Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a venaseal closure system was used for bilateral treatment of a peripheral vein condition involving the great saphenous vein and short saphenous vein in the right and left legs, with treatment along proximal, mid, and distal segments. Within 30 days after the procedure, the patient experienced a reaction with hypersensitivity, skin inflammation, skin irritation, bruising, itching, redness, and granulomas along the treated vein more than 5 cm from the access site, and the condition was still present. The blue introducer was used, there were no challenges or deviations related to catheter tip location prior to initial delivery of adhesive, and the catheter tip was reported as 5 cm caudal to the saphenofemoral junction. The patient was alive with injury and was seeing a vascular surgeon for possible intervention.